Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was put in wrong on (b)(6 2013. The patient reported that she suffered for one year and the doctor moved the ins in 2014. It was also reported that the ins revision in 2014 resolved the patient suffering and the ins implanted wrong.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.